Manufacturer narrative:
On august 16, 2023, mentor received additional information. Date of event was updated to january 01, 2016. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor completed an analysis of a photo of the explanted device. Photo evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. H6 health effect - clinical code e2402: generalized illness. Reason for device explant and/or reoperation: capsular contracture, generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old caucasian female patient underwent a breast augmentation revision surgery with 685cc mentor memoryshape breast implants. Post-operatively, the patient experienced bilateral baker grade IV capsular contracture and a rupture of her right prosthesis, which were identified by a medical professional. The patient also reported experiencing migraines, extreme fatigue, brain fog, nerve pain, muscle pain, and acid reflux. As a result, the patient underwent removal surgery on (B)(6) 2022. This report is for the left implant. Refer to manufacturing report number 1645337-2023-05865 for the contralateral event.